Event description:
On (B)(6) 2012, it was reported that the pt put a new battery on her infusion device on (B)(6) 2012 and on (B)(6) 2012, between 7:00 pm and 9.00 pm, her infusion device displayed w2 (battery low). She changed the battery on (B)(6) 2012 at 7:45 am, at which time her blood glucose level was 14.3 mmol/l (257.4 mg/dl) and she delivered 4.0 units of insulin via her infusion device. At 9:55 am the infusion device again displayed w2 and she changed the battery again at 1:45 pm at which time her blood glucose level was 13.4 mmol/l (241.2 mg/dl). At 4:35 pm her blood glucose level was 10.1 mmol/l (181.8 mg/dl). The pt worked out until 5:30 pm and the infusion device again displayed w2. At 6:15 pm her blood glucose was 4.4 mmol/l (79.2 mg/dl). On (B)(6) 2012 at 12:20 am, the infusion device displayed e2 (battery empty) and she changed the battery at this time. On (B)(6) 2012 at 6:35 am, the infusion device again displayed w2. At 8:15 am the infusion device displayed e2 while in run mode; at this time her blood glucose level was 12.8 mmol/l (230.4 mg/dl). The pt ate 3 be and administered 10.0 units of insulin via the infusion device. At 11:00 am the pt's blood glucose level was 12.9 mmol/l (232.2 mg/dl) and she administered 4.0 units of insulin via the infusion device. The pt felt sick and had a headache. At 1:26 pm, the pt stopped using the infusion device and began using a replacement infusion device. She felt that the infusion device was not delivering the correct amount of insulin and the battery consumption is too high. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.